Event description:
It was reported during an atrial fibrillation ablation procedure, after transeptal puncture, the patient developed a pericardial effusion. A pericardial tap was performed with a large amount of blood removed from the pericardial space. The patient was stabilized with a blood transfusion and reversal of anticoagulation. The patient is reportedly recovering.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported pericardial effusion is unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.